Event description:
It was reported that a user removed the ilet pump after experiencing mobile app connectivity concerns and believed the pump would not function without the app; no backup therapy was used during the pump removal, and the reported blood glucose was 185 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified related to not reverting to alternative therapy, and the event involved improper procedure or method; no device component issue applied. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.